Event description:
It was reported that the patient was brought back to the catheterization laboratory several hours post-cardiac resynchronization therapy defibrillator (crt-d) implant for a hematoma evacuation. During the evacuation, the left ventricular (lv) lead dislodged. After several attempts to reposition the lead, the physician requested a new lead. The original lead was explanted and replaced. The physician was unable to tighten the right ventricular setscrew on the crt-d so the device was explanted and replaced as well. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.